Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (software version: 2.1.0) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system passed testing. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The surgeon registered the patient, everything looked good but prior to draping the patient the surgeon checked accuracy and it appeared approximately 1 cm off target. (Was touching bone, but the probe appeared on screen near the patient's eye.) Since a skin flap was already cut, the surgeon would likely abandon navigation as re-registering the patient at this stage was not practical. Accuracy checkpoints were also not created during registration. It was likely that the reference frame and/or articulating arm was bumped after registration. There was a delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs were reviewed, and the logs and identified one session on the incident date. The device was in use for a cranial tumorresectionem procedure. During the session, the user performed a surface trace registration accumulating 1,411 trace points, with a final recorded error metric of 1.58126. Review of the patient archive revealed five exams loaded: one CT and four mr series. Of the four mr exams, two are suboptimal for registration use, each containing only 28 slices with 6 mm slice spacing and 5 mm slice thickness, which provides insufficient anatomical coverage and resolution for reliable surface-based registration. No evidence in the logs explained the reported inaccuracy, based on available data, the root cause cannot be determined as software logs provide limited insight into registration accuracy issues. Frame movement after registration was suspected as a potential contributing factor. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.